Event description:
An implantable pulse generator (ipg) system was returned from an unknown person with no information. Information identified in the manufacturers database indicated the patient died approximately ten days post implant of the ipg system. A cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received from the patient's cardiologist on record on (B)(4) 2012. The cause of death is sepsis. The patient was never seen in the clinic. The patient has a history of colon cancer, non-insulin dependent diabetes mellitus, gout, hypertension, pulmonary embolism, chronic obstructive pulmonary disease, atrial fibrillation, congestive heart failure, and hyperlipidemia. The patient was pacemaker dependent. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the conductors were distorted and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the conductors were distorted and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the conductors were distorted and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the conductors were distorted and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.